Event description:
Note: date of event is unk. It was reported to boston scientific corp in 2008, that a corflo cubby dual port standard balloon was used in a percutaneous endoscopic gastrostomy (peg) procedure. According the complainant, "the device spontaneously came off from the body." This device was replaced with another device (device unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.